Event description:
It was reported that during the implant procedure the device was connected to the leads and there was over-sensing and noise on the ventricular channel. Pauses were also seen. The device was disconnected and reconnected. Initially there was over-sensing followed by ten minutes without over-sensing. It was noted that the device was in the pocket at the time. The physician decided to replace the device. A new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a damaged grommet, foreign material on a set screw, and a damaged set screw. (B)(4).